Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional three proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the first three proglide devices did not adhere to the femoral artery when attempting to pre-place them and came out of the vessel. An attempt was made with a fourth proglide device; however, the device became stuck. The physician made twisting motions with the device while trying to remove it. The puncture site was widened and the body and plunger of the device were able to be removed; however the guide portion remained in the vessel. A balloon catheter was advanced from the left groin and inflated by where the remaining portion of the proglide was in the vessel. A vascular surgeon came in and could see the catheter a little. The patient was sent to the operating room for cut down surgery to remove the proglide device. The physician noted that there was significant calcification on the right side. A balloon was inflated to prevent bleeding/hematoma while the patient was in the operating room. The portion of the device was removed from the anatomy and hemostasis was achieved with surgical suturing. The level of anesthesia was changed for the surgery and hospitalization was prolonged. No clinically significant delay was reported. The final patient outcome was good and there was no adverse patient sequela. No additional information was provided.